Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: n/a, batch: 3117518.

Event description:
Related manufacturer report number 1627487-2022-03759. It was reported that the patient was not receiving effective therapy from their system. It was found that one of the leads had migrated. Additionally, the patient did not recharge their ipg as recommended, rendering their ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg and lead were explanted and replaced. Postoperatively, the patient has effective therapy. Note: investigation did not determine which lead had migrated.